Event description:
It was reported that the user experienced repeated pairing failures when installing a new freestyle libre 3+ sensor with the ilet bionic pancreas, requiring multiple rescans and resets before the sensor finally registered and functioned properly. No clinical signs, symptoms, or conditions were reported. Outcomes included successful pairing after repeated attempts and continued device use without medical intervention or hospitalization. User support included customer support troubleshooting and education on the correct pairing process. Investigation of this case revealed intermittent communication or setup issues during sensor pairing, resolved through repeated scanning and guided pairing steps, with no evidence of device damage or component breakage. It was concluded, based on previously established findings for similar reports, that the cause was user interface or procedural factors related to pairing rather than a confirmed device malfunction.